Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 52 years old; no information available regarding the weight and bmi. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. Where on the suture line did the suture break (knot, middle, end)? Knot. Were any cultures performed? No. Other relevant patient history/concomitant medications no. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No opinion, this event is unexplained. The following information was requested but unavailable: date of the index surgical procedure on what tissue was the suture used? What was the onset date of symptoms from the initial surgical procedure? Can you explain ¿ablation of the point 15 days after (normally 8-10 days)¿? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a biopsy procedure on an unknown date in 2019 and suture was used. The patient experienced scarring with rupture of thread and possible superinfection on unknown date several weeks post procedure. The patient was treated with home care with prescription of betadine®. The patient was prescribed antibiotics in case of superinfection. An ablation of the suture point was performed 15 days after (normally 8-10days). Patient is current condition reported as normal scarring. Additional information has been requested.